Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch veriopro meter was giving the error 1 error message; he was unable to obtain a blood glucose reading. The patient suffered no injury due to this issue. The issue was not resolved. The meter was replaced.

Manufacturer narrative:
(B)(4). Device evaluation/corrected data: lifescan has received the meter involved with this complaint. The initial report indicated that the meter serial # was (B)(4). The actual meter serial # is (B)(4). Lifescan product analysis completed a deep dive investigation on (B)(4) 2011. The returned meter failed testing and was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.